Manufacturer narrative:
Date sent to FDA: 11/4/2020.

Manufacturer narrative:
Date sent to the FDA: 04/09/2021. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent hernia surgery and bowel resection on (B)(6) 2018 during which the surgeon noted that he performed an enterotomy and lysis of adhesions. He found a full thickness injury and succus into the abdomen. This injury was in an area of bowel that had also been stuck to the abdominal wall in the previously placed mesh. As a result, a bowel resection was necessary. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.